Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Last name unknown / not provided.

Event description:
It was reported that the abutment screw was loose so they removed the screw and replaced with a new abutment screw.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Two certain® low profile 30° abutment 4.1mm(d) x 5mm(h) (2 x ilpac4530) and osseotiteâ® tapered certainâ® prevailâ® implant 4/3 x 13mm (xiitp4313) were returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and products not disengaging. Functional testing to recreate the reported event could not be performed due to the nature of the device and event for loosening however, functional testing was performed for the returned products that are stuck and cannot be disengaged. Malfunction. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot numbers (2021011430, 2017020215 and 2021011273). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (2021011430, 2017020215 and 2021011273) for similar event and no other complaint was identified. Based on the available information, abutment malfunction could not be verified and the reported event was non-verifiable for loosening, however, device malfunction did occur and the reported event was confirmed for the abutment and associated implant. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Manufacturer narrative:
Two certain® low profile 30° abutment 4.1mm(d) x 5mm(h) (2 x ilpac4530) and osseotiteâ® tapered certainâ® prevailâ® implant 4/3 x 13mm (xiitp4313) were returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and products not disengaging. Functional testing to recreate the reported event could not be performed due to the nature of the device and event for loosening however, functional testing was performed for the returned products that are stuck and cannot be disengaged. Malfunction. User error as these items are not compatible. See attached images. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot numbers (2021011430, 2017020215 and 2021011273). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (2021011430, 2017020215 and 2021011273) for similar event and no other complaint was identified. Based on the available information, abutment malfunction could not be verified and the reported event was non-verifiable for loosening, however, device malfunction did occur and the reported event was confirmed (user error) for the abutment and associated implant (not compatible items). The following sections have been updated: g6: checked "follow-up." H3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.